Event description:
Medtronic is investigation failures detected during the maufacturing process related to missing solder on resistor networks on the device circuit board assemblies. A variety of failure modes can result from missing solder on these resistor networks due to the large number of resistor networks used throughout of device. A failure to boot up is a possible failure mode. There have been no reports of adverse events related to this issue.